Event description:
Reportable based on device analysis completed on 19may2023. It was reported that the coil was offloaded and stuck in the angiographic catheter when deployed the coil and was unable to push. An 8mm x 40cm interlock-35 was selected for abdominal aortic stenting procedure. During the procedure, it was noted that the coil was offloaded and stuck in the angiographic catheter when deployed the coil and was unable to push it after several attempts. The device was removed together with the microcatheter. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that coil detachment occurred.

Manufacturer narrative:
Device evaluated by MFR: the main coil returned inside a non boston scientific catheter, and the pusher wire also return. Visual inspection revealed that the main coil was observed bent, detached and stretched at the coil arm section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Under the microscope it was observed that the main coil was observed bent, detached and stretched at the coil arm section. The functional test could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the pusher wire and main coil revealed the components were within specifications. No other issues were identified during the product analysis.